Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to water. Additionally, it was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 120 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: avoid submerging your pump in fluid beyond a depth of 3 feet (0.91 m) or for more than 30 minutes (ipx7 rating). If your pump has been exposed to fluid beyond these limits, check for any signs of fluid entry. If there are signs of fluid entry, discontinue use of the pump and contact customer technical support.